Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker grade iii capsular contractures" the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "report bilateral baker grade iii capsular contractures." Device remains implanted. Left side.

Event description:
Healthcare professional reported "left side baker grade iii capsular contractures." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, wear abrasion and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.